Event description:
Drug/diluent: unk. Fill volume: unk, flow rate: unk. Procedure: right shoulder surgery. Cathplace shoulder. Pt alleges degeneration of shoulder cartilage following placement of djo pain pump after surgery on or about (B)(6), 2002. (Djo is not an I-flow product).